Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Noise displayed on all farfield, atrial and ventricular channels on recordings starting (B)(6) 2024. The lead was evaluated in person on (B)(6) 2024. Noise was seen in two instances on the ff channel, but no noise was reproducible on the intracardiac channels. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise displayed on all farfield, atrial and ventricular channels on recordings starting (B)(6) 2024. The lead was evaluated in person on (B)(6) 2024. Noise was seen in two instances on the ff channel, but no noise was reproducible on the intracardiac channels. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.